Event description:
It was reported that during a procedure, the device operated automatically without user activation. There was no delay in the procedure as a back up drill was used to complete the procedure. There was no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed that the bearings, rotor and motor were corroded.